Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4)) was used for ivtm therapy on a patient. On the second day of the treatment, 13 hours later after the initiation of cooling, the rewarming of the patient (33.75°c the lowest patients temperature) was initiated utilizing the same catheter at the controlled rate of 0.1°c/hour to raise the patient's temperature from 35°c to 36°c. However, 6 hours later, it was noted that the patient was unable to reach the target temperature, the patient temperature was 34.95°c. There were no kinks, bends, or occlusions in suk or catheter lines observed. The water temperature in the coolant well of the console was noted to go up to 42°c and then down to 5°c, and this happened repeatedly. The console did not display any alarms. Per a reporter, the primary temperature probe location was in the bladder with no secondary temperature probe used. The user changed the treatment mode to max power and two and a half hours later the patient's temperature remained at 36°c. No patient consequence.